Manufacturer narrative:
(B)(4). The actual device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Microscopic inspection was performed. Functional testing performed included leak testing, clear passage test, and clamp functional test. The reported problem of a hole and leak in the patient line extension was not verified. The product met all testing specifications; therefore, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak in the patient line extension. The patient was connected at the time of the event. This event occurred throughout peritoneal dialysis therapy. It was determined that there was a hole in the patient line extension. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.